Event description:
This is a (B) (6) female who fell on (B) (6) 2010. The fall resulted in a right hip femoral neck fracture. The pt had a right hip hemi-arthroplasty performed on (B) (6) 2010. The pt's hospitalization was uneventful and she was transferred to a (B) (6) nursing facility on (B) (6) 2010 to continue her recovery and rehabilitation. The pt was doing well until (B) (6) 2010, when she complained of severe pain while performing physical therapy at the (B) (6) nursing facility. The pt was transferred back to the hospital where x-rays showed a de-coaptation of the right hip prosthesis femoral stem from the femoral head. The femoral head and stem were still in the acetabular socket. The trunnion of the stem was impacted on the lateral edge of the acetabulum and extraarticular. The pt returned to surgery for repair of the right hip prosthesis. Intraoperative findings identified that the bipolar head and shell were intact. The acetabulum was in the socket, but the femoral stem was disengaged. The pt was converted to a total hip replacement. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: right hip fracture.